Manufacturer narrative:
The insulin pump passed displacement test and rewind test. The device alarmed during basic occlusion test due to loose and or protruded drive support disk. The device had minor scratches on lcd window, broken reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot, and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving an error alarm during the manual prime and stated that insulin was squirting out. Customer stated that the piston was not stopping during the full tubing. The drive support cap was noted to be protruded. Customer's blood glucose reading at the time of the call was 188 mg/dl. No further information reported.